Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient would be seen the following wednesday after the report for their programming, post revision. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was receiving effective therapy and was recovering from the lead revision procedure.

Event description:
Additional information received reported that the lead revision was scheduled for (B)(6) 2015. It was later reported that there was a correction to that and the date for the lead revision was scheduled for (B)(6) 2015.

Event description:
It was reported that there was an impedance issue. There were high impedances of greater than 10,000 ohms on electrodes 8-15. Actions required as a result of the event was reprogramming. No diagnostic testing or troubleshooting was performed but would be in the future. The patient status at the time of the report was alive, no injury. There were patient symptoms or complications which included less than 50% therapy relief at the right calf and foot. The patient denied any falls or traumas. It was unknown if there were any lead fractures. Reprogramming was done and if unsuccessful then there would be x-rays done, unknown when. It was unknown how the patient was doing and if they were receiving effective therapy. The patient was not receiving effective therapy since the re-programming. The x-ray showed a lead migration south and left and a revision was likely. Nothing was scheduled at the time of the report. Information regarding if a revision would be done and patient outcome has been requested. If additional information is received, a follow-up report will be sent.